Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value. The customer's blood glucose value was over 600 mg/dl. The customer treated high blood glucose value with manual injection. The customer also reported that the insulin pump had change sensor and sensor updating alert. The insulin pump will not be returned for analysis.